Manufacturer narrative:
Evaluation summary: the lens was returned in the lens case. Solution was dried on the lens. One haptic is broken from the optic, including some of the optic material. The optic is broken/torn (cut) into pieces. The optic damage is similar to damage from removal from the eye. The cut damage also splinters into small split/cracks. The root cause cannot be determined for the complaint. The lens was returned in pieces. The power and resolution of the returned lens could not be re-evaluated. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. Information was provided by the health care provided was that the patient does have a short axial length. This information suggests that the root cause of the complaint may be related to patient factors and unrelated to the originally implanted iol. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient complained about the view of far distance vision. There was an unexpected myopic refraction. The iol was exchanged in a secondary procedure additional information was provided by the physician, that the event was not serious, the patient is recovered, and the causality is unknown. The patient does have a short axial length. The iol was replaced with same model iol with a 1.5 diopter difference in power. The incision was enlarged by .50 mm for the removal of the iol and replacement of the new iol. There are two medical device reports associated with this patient. This report is associated with the left eye.